Manufacturer narrative:
A supplemental medwatch will be sent as this investigation is still in progress. Device not returned.

Event description:
One year post up scp patient has increased pain and avn in the injected region

Manufacturer narrative:
The facility provided images for review regarding this event. No anomalies were found during the review. Therefore, the complaint was unable to be confirmed.

Event description:
1 year post up scp patient has increased pain and avn in the injected region.